Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion being treated was tortuous and calcified. During preparation, the physician bent and straightened the shaft of the device. While attempting to place the 3.00x32 mm taxus express2 drug eluting stent, the shaft fractured just outside of the guide. The device was removed with no complications and the procedure was completed with another taxus express2 stents. Patient status reported as "ok".